Manufacturer narrative:
This report 2647580-2017-06968 was sent in error as a duplicate for MFR report number: 0501542014-10, any additional information received in the future will be captured and submitted under the asr for report number 0501542014-10. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was unable to fire while being applied on the stomach. After the release of the green trip release button, the trigger was not attached to the controls and the handle broke off. The physician was not able to squeeze the handle. New device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.